Event description:
Fmc canada reported (1038) an internal blood leak, first use. Estimated blood loss 250cc. No medical intervention. Actual sample was discarded by the user. Fmc canada to return companion sample to ogden.